Manufacturer narrative:
Blank display due to burned electronic assembly. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, keypad overlay peeling, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage a burn and hole and the location of damage between the right and down arrow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.